Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter: the hand piece broke inside machine fragments in port. There was no patient injury or death. No medical intervention was required. There was no issues with the labeling or packaging. The product malfunction was the hand piece broken. The unit had to be swapped out.